Event description:
Litigation alleges that the patient suffered pain, clucking in and around his right hip joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).